Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was reported with generating a technical error concerning the turbine module. It was investigated on site and the turbine module was replaced and returned for investigation. Our technical investigation of the turbine module could not reproduce the customer issue. The turbine passes the pre use check and no alarms was generated when simulating ventilation in a servo-air for 8 days. Evaluation of the returned customer logs shows that the ventilator passed pre-use check one month prior to the event. According to the event log the reported issue with technical alarm was generated one week after the ventilation session was initiated. The root cause of why the technical alarm for the turbine module was generated cannot be determined by this investigation.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).